Manufacturer narrative:
The customer's products have been requested for an investigation. A follow-up report will be filed once additional information is obtained. The actual date of the event is unknown. The date listed is the date abbott diabetes care became aware of the event all pertinent information available to abbott diabetes care has been submitted.

Event description:
On (B)(6) 2016 a customer reported that her adc meter was displaying a low battery icon, and that she had lost another meter and wanted a replacement. On (B)(6) 2016 the customer called back and stated that the replacement meter(s) she received from abbott did not work. The customer stated the meter issues "caused physical disorders in her lifestyle", and that she had administered a glucagon injection as self-treatment. The customer refused to complete the medical survey or troubleshooting, therefore no further information could be obtained. There was no report of death or permanent injury associated with this event.